Event description:
It was reported the patient had a replacement in 2011 for battery ¿failure.¿ the patient was implanted in 2003. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).